Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 370mg/dl and trace ketones. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. The infusion set brand and manufacturer was not provided. Bg was treated with fluids and customer was given motrin. Reportedly, customer left the ER two and a half hours later with customer in stable condition (bg 350mg/dl).